Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 475 mg/dl. Customer reported that insulin pump keeps alarming low and when he test he is not low. Customer reported that blood glucose is 475 mg/dl and sensor glucose is showing 40 mg/dl. Customer reported that they were able to treat with insulin pump and last blood glucose was 115 mg/dl. Customer reported that they were treating based on sensor glucose. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.